Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Although troubleshooting with tandem technical support showed that the depletion rate was in normal parameters based on customer's pump usage, the customer was unsatisfied with the battery depletion rate. The customer's blood glucose was 284 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.